Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that while unplugging the hp2 adapter from the t.w. Power supply, a metal grommet feel out of the generator. They tried to plug another adapter in to power supply and it would not work. There was no patient involvement as it was at the end of the case.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. The device was returned to the factory for evaluation on 08/04/2025. An investigation was conducted on 08/11/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the front and back of the power supply. A metal prong was taped to the power supply. An electrical evaluation was conducted. The power cable was returned with the power supply. The power supply was turned on and the green light turned on. A reference adaptor with cable was attached to the power supply. The green light indicating that there was power to the adaptor did not light. The adaptor port was observed to be missing a metal prong. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "detachment of device or device component" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.